Event description:
It was reported that during an unknown procedure, it was observed that they could not open the jaw on the device after firing. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 1/19/2026. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was the device locked on tissue with the jaws closed? 2. If yes, what steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout.) 3. If the jaws could not be opened, how was the device removed? 4. Did the jaws eventually open? 5. Was there a patient consequence? If yes, how was the issue addressed? 6. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record was performed for the finished device pve35a lot number a97p2r and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2026. D4: batch #406d42. Corrected data: d1, h6 (component code), h6 (investigation findings), h11 (investigation summary). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload present. The reload was received fully fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. However, the knife was not completely in the home position causing the jaws not open as expected. The bailout lever was moved up and the override lever was activated one time, and then, the jaw could be opened by pressing the release button. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the manual override system was not completed as the knife was not fully in the home position, causing the jaws to not open as expected. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 406d42, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4) . Date sent 2/20/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 3/3/2026. D4 batch #406d42. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload present. The reload was received fully fired additionally one tyvek was received. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. Upon visual inspection, the manual override door was noted to be installed; however, the bailout system was activated. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. The knife reverse switch was activated and the knife returned to the home position as expected. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 406d42, and no non-conformances related to the reported complaint condition were identified.